Event description:
It was reported that the customer got a motor error alarm. Troubleshooting was performed. The insulin pump was not exposed to high magnetic fields. The insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement and basic occlusion tests. Unit was received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and it passed. Motor may have had intermittent failure that was not detected during testing. Unit had cracked case near display window corners noted during visual inspection.